Event description:
It was reported that the ventilator shut down. It is unk if the ventilator audibly alarmed or if it was connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na